Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test was performed with no leaks or malfunction noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A glucose test was performed with results coming back positive for glucose. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. The patient was at the end of treatment screens and upon removing the cassette, they noticed fluid within the cassette compartment of the cycler. There was no noted damage to the cassette used at the time of the leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to complete treatment until a replacement cycler arrived. There was no patient injury or medical intervention resulting from the leak. The cassette used at the time of the leak was discarded. The patient has since received their new cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but was unavailable.